Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. The patient described the area as open sores, broken skin, blisters, red, bleeding, and bruised. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. The outcome of the irritation is unknown.